Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the middle part of the stomach during a laparoscopic gastric sleeve, the stapler misfired and broke. A new reload was used. It was stated that a surgical intervention was needed to prevent a permanent impairment. The event resulted to extended surgical time to 30 minutes or more and extended patient hospitalization to one day.